Event description:
Per provider: short circuit. Per independent repair center statement unit was low o2 or yellow light. The key failure was power switch short circuit. Additional issues are inlet filter dirty, zip tie replaced, manifold assy stuck /leaing and hose clamp replaced.